Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. On-site evaluation was performed by a fresenius regional equipment specialist (res), all function tests were passed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that fresenius 2008t machine power plug was burned. An on-site evaluation was performed by a fresenius regional equipment specialist (res), all function tests were passed. Upon follow up, the biomed confirmed that there was no patient involvement. The power plug was burned and melted. The biomed reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The biomed reported that the machine has been returned to service without issue. The complaint device was not available to be returned to the manufacturer for physical evaluation.